Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the conductor wire of the fenestrated bipolar forceps (fbf) instrument was damaged. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the black conductor wire was stripped/damaged. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have a damaged conductor wire at the distal end near the yaw pulley. The insulation was damaged, and the conductor wire was exposed as a result. The instrument passed the electrical continuity test in both grips. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.